Event description:
Pt had anterior cruciate ligament reconstruction with anterior tibialis allograft, left knee in 2001. Infection reported to physician 6 days later. Returned to surgery for arthroscopic lavage of left knee one week later. Returned to surgery for removal of tibial screw 11 weeks later. Treated with kefzol, unison, gentamycin and IV ampicillin.